Event description:
Event description boston scientific received information that the battery status for this implantable cardioverter defibrillator (ICD) was middle of life (mol2) with a monitoring voltage of 2.76 volts and an associated charge time of 19.7 seconds. The health care practitioner (hcp) caller expressed concerned regarding the long charge time. A boston scientific technical services (ts) consultant discussed the product update that was issued on april 11, 2006 regarding extended charge time limits for icds/crt-ds in middle of life. It was later reported that the charge time increased to 23.0 seconds and the device was explanted and replaced with a new ICD device. No adverse patient effects were reported.